Manufacturer narrative:
Concomitant medical products: 7741 lead implanted: (B)(6) 2017, 7740 lead implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation due to the left ventricular lead. The lead will be reprogrammed and it remains in use. No further patient complications have been reported as a result of this event.